Event description:
It was initially reported a target that during a gdc embolization the coil would not advance. However, upon evaluation, it was found that a stretched and broken coil have been returned. Through a follow-up by a company representative with the physician, the MFR was informed that the pt was not affected by this event and did not require any add'l intervention because the catheter was outside the pt's body at the moment of the fracture.